Manufacturer narrative:
Corrected data: g3; g6: add code 213, remove code 104 and 23.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 117-118 mg/dl. The customer reverted to an alternate form of insulin therapy.